Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer¿s blood glucose (bg) was 586 mg/dl and ketone level was large. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin and injections were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Although there were no reported issues with the cartridge or infusion set and no alerts/alarms related to the event, customer alleged pump was cause of elevated bg. Customer reverted to using manual injections for insulin therapy.